Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that there was difficulty establishing telemetry with this pump and a physician programmer. After several minutes this was resolved, however, a pump memory error was displayed with pump and catheter data invalid. It was reported that the programmer used had aae software. This was expected programmer behavior as the software would not be able to recognize this patient's ascenda catheter. It was later reported that there was no programming error. This patient was transferred to rehab and received great spasticity relief. This device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).